Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had experienced ongoing, intermittent high blood glucose (bg) levels (200-400's md/dl) with a trace of ketones. Correction boluses were delivered to address the bg level and water was consumed to flush out the ketones. The contact did not know what caused the high bg. A pump system check was performed and no device issues were found. The contact was satisfied with the troubleshooting and declined further assistance.